Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Review of the most recent repair record determined the device turned on, but the motor speed was unstable and the motor failed the voltage test. The motor was replaced. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the device came back from cleaning it was totally "dead". The event occurred before the surgery and they switched to another dermatome without any delays. Evaluation of the device later revealed that the motor speed was unstable. No adverse events were reported as a result of this malfunction.